Event description:
A distributor reported to baxter that a minicap was loose after attaching it. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue in a minicap was not confirmed due to lack of sample, and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.